Event description:
It was reported that customer received a motor position encoder error. Insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump was received with a motor error alarm during the occlusion test due to a faulty force sensor. Unable to perform full drive system test due to the motor error alarm, but the motor passed the motor test. Unable to confirm any error alarms in the alarm history due to the history file being overwritten. The pump also had minor scratches on the lcd window, a cracked case at the display window corners, and a cracked reservoir tube lip.